Manufacturer narrative:
An event regarding a periprosthetic fracture involving a scorpio insert was reported. Visual inspection: the insert was returned in used condition. The top and bottom surface of the insert has some scratches and indentations. Examination of the returned device with material analysis engineer indicated that explantation damage was noticed. Conclusions: the provided medical review by the consulting clinician concluded that the primary harm involved is supracondylar periprosthetic fracture above a total knee. There are no allegation against the insert. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Five years ago, patient was treated with a ps insert during a total knee arthroplasty(tka). Surgeon replaced other product (gmrs) on (B)(6) 2016. It was confirmed the ps insert was broken out of patient body. A supracondylar fracture was treated with a competitor¿s plate after tka. They proceeded with a false joint after plate treatment. The joint was revised. The patient was revised due to supracondylar periprosthetic fracture above a total knee.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Five years ago, patient was treated with a ps insert during a total knee arthroplasty(tka). Surgeon replaced other product (gmrs) on (B)(6) 2016. It was confirmed the ps insert was broken out of patient body. A supracondylar fracture was treated with a competitor¿s plate after tka. They proceeded with a false joint after plate treatment. The joint was revised.